Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure on an unknown date, suture was used. The suture broke during the procedure. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
Product complaint #pc-(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Representative samples were returned for evaluation. During the visual inspection of samples, the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. The samples were tested by tensile strength and the result is above the minimum individual strength requirement.according to the sample conditions, no suture breakage was observed and the samples tested met the finished good requirements.